Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product informaton was not provided to bsc. Based on the nature of the information provided to bsc, it is not posible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific that an acquire pulmonary needle was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on unknown date. During procedure, the acquire pulmonary needle damaged the scope, and the procedure was cancelled. No patient complications reported as a result of this event.